Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account reported that the patient expired due to intra-abdominal bleeding. The device reportedly functioned as intended and an autopsy was not performed. Heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), was not explanted and will not be returned for evaluation. The hm3 lvas instructions for use (IFU) document lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient expired on (B)(6) 2020 due to intra-abdominal bleeding. The device reportedly operated as intended. No autopsy was performed. The device was not explanted and not returned for evaluation.